Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Bhatia, a., porto, j. G., titus, r. S., daher, j. C., zavos, t. M., lopategui, d. M., marcovich, r., and shah, h. N. (2024). Evaluating the efficacy and safety of holmium laser enucleation of the prostate in patients with obstructive uropathy attributable to bladder outlet obstruction. World journal of urology, 42(1). Https://doi.org/10.1007/s00345-024-05278-6.

Event description:
A retrospective study published in the world journal of urology evaluated holmium laser enucleation of the prostate (holep) in patients with obstructive uropathy (ou) due to bladder outlet obstruction (boo). Conducted from august 2017 to january 2023, the study involved 42 patients with ou and 84 matched patients without ou. All procedures were performed or supervised by a single surgeon using a holmium laser machine and a morcellator. Regarding patient complications reported included acute kidney injury and underwent emergency holep, anemia requiring blood transfusion, gross hematuria, abdominal distension needing ventilator support, urinary tract infection, acute urinary retention, urethral stricture, incontinence, and vesicoureteral reflux. Despite these complications, holep was deemed effective and safe for patients with an enlarged prostate and ou. This event is for the console. Bhatia, a., porto, j. G., titus, r. S., daher, j. C., zavos, t. M., lopategui, d. M., marcovich, r., and shah, h. N. (2024). Evaluating the efficacy and safety of holmium laser enucleation of the prostate in patients with obstructive uropathy attributable to bladder outlet obstruction. World journal of urology, 42(1). Https://doi.org/10.1007/s00345-024-05278-6.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Correction to fields: h6. Patient codes, h6. Impact codes and d3. Manufacturer address 1 b3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Bhatia, a., porto, j. G., titus, r. S., daher, j. C., zavos, t. M., lopategui, d. M., marcovich, r., and shah, h. N. (2024). Evaluating the efficacy and safety of holmium laser enucleation of the prostate in patients with obstructive uropathy attributable to bladder outlet obstruction. World journal of urology, 42(1). Https://doi.org/10.1007/s00345-024-05278-6.

Event description:
A retrospective study published in the world journal of urology evaluated holmium laser enucleation of the prostate (holep) in patients with obstructive uropathy (ou) due to bladder outlet obstruction (boo). Conducted from august 2017 to january 2023, the study involved 42 patients with ou and 84 matched patients without ou. All procedures were performed or supervised by a single surgeon using a holmium laser machine and a morcellator. Regarding patient complications reported included acute kidney injury and underwent emergency holep, anemia requiring blood transfusion, gross hematuria, abdominal distension needing ventilator support, urinary tract infection, acute urinary retention, urethral stricture, incontinence, and vesicoureteral reflux. Despite these complications, holep was deemed effective and safe for patients with an enlarged prostate and ou. This event is for the console. Bhatia, a., porto, j. G., titus, r. S., daher, j. C., zavos, t. M., lopategui, d. M., marcovich, r., and shah, h. N. (2024). Evaluating the efficacy and safety of holmium laser enucleation of the prostate in patients with obstructive uropathy attributable to bladder outlet obstruction. World journal of urology, 42(1). Https://doi.org/10.1007/s00345-024-05278-6.